Event description:
It was reported by the customer that while trying to calibrate the device, it will take up to 2 minutes to charge to lower energy levels. The device will then display an energy fault. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended replacing the device's power conversion pcb and then recalibrate. The part number for a replacement power conversion pcb was provided to the customer. The customer later confirmed that the power conversion pcb assembly had been replaced. After performing a performance inspection procedure the device was placed back into service. The device was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.